Event description:
The lay user/patient contacted lifescan alleging the meter does not power on when pressing buttons or even with new batteries. The issue was not resolved with troubleshooting. There were no known allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k082590.